Manufacturer narrative:
The device was not returned and no relevant images were provided for review. The reported incident could not be confirmed and an event cause could not be conclusively determined from the provided information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in section d. Brand name: pipeline flex with shield technology model number: ped2-500-25. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline flex with shield failure to open. The patient was undergoing pipeline embolization treatment for an unruptured dissecting aneurysm measuring 10 x 5 x 5.5 (dia, hgt, neck) located in the left internal carotid artery. Corelab review of the patient's intraprocedural images noted that during implantation of the pipeline flex with shield, resheathing was required for distal braid opening. Post procedural angiography showed significant stasis and residual aneurysm (raymond roy class 3).